Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported crack on the reservoir tube side and battery tube side and reporting some battery failed alarms. The customer reported no adverse event. The event involved product(s) mmt-723lnas. Troubleshooting was performed and there was no damage to the retainer ring. No harm requiring medical intervention was reported. Mmt-723lnas was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit received a21 alarmed after battery change and resets time/date to factory default. Pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification. Pump passed self test, displacement test. No failed batt test alarm during testing. However, failed a21 alarm test. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Swapping out test interface boards confirms a21 alarmed and measure c13 voltage leak at interface board. The test reservoir locked in place properly and no anomaly noted. Unit had scratched case, broken battery tube threads, stained keypad overlay, missing end cap sticker, stained address/serial number label. Failed batt test alarm not confirmed. Unit alarmed a21 due to c13 voltage leak at interface board and broken battery tube threads confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.